Event description:
Per the customer, during a navigated procedure the customer touched off on anatomical landmarks of the pedicles/facets of l5-s1 on both the patient left and right side. Navigation was accurate on all landmarks aside from the patients left pedicle on l5. Navigation showed the instrument 1cm deep into the pedicle while the surgeon was resting on top of the pedicle without penetrating the cortical bone. Per the surgeon, a screw was placed into the pedicle that was shown to be in the disc space when confirming its position with flouro. The surgeon removed the screw and corrected its position that was aligned nearly identical to the trajectory of the first screw. When confirming screw placement with flouro for the second screw, it was in the pedicle on a safe trajectory as intended. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a navigated procedure the customer touched off on anatomical landmarks of the pedicles/facets of l5-s1 on both the patient left and right side. Navigation was accurate on all landmarks aside from the patients left pedicle on l5. Navigation showed the instrument 1cm deep into the pedicle while the surgeon was resting on top of the pedicle without penetrating the cortical bone. Per the surgeon, a screw was placed into the pedicle that was shown to be in the disc space when confirming its position with flouro. The surgeon removed the screw and corrected its position that was aligned nearly identical to the trajectory of the first screw. When confirming screw placement with flouro for the second screw, it was in the pedicle on a safe trajectory as intended. The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.